Event description:
A customer reported their AED's speach is garbled. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the device has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.